Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy ous, mr, 2.75x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first two distal rows were lifted and pulled in a distal direction. The mid stent outer diameter measured 0.0390" which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues the hypotube shaft. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement through the stenosed lesion site. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-feb-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was located in the mid left anterior descending (lad) artery. Left coronary was engaged with a 6f non-bsc guide catheter. After the two 0.014x180cm non-bsc guide wires crossed the distal lad and diagonal artery, mid lad was dilated with a 2.00x12mm non-bsc balloon catheter at 12 atmospheres. A 2.75 x 38mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion despite multiple attempts were made. The device was replaced with a 2.75x38mm non-bsc stent and was post dilated with a 2.75x10 non-bsc balloon catheter at 15 atmospheres. Following post dilation, timi 3 flow in lad was restored and the procedure was completed. No patient complications were reported and the patients status was stable. The patient was then transferred to intensive care unit. However, returned device analysis revealed distal stent damage.